Event description:
Customer reported experiencing a crack to the cassette diaphragm when using the pump set. Co's lab evaluation found the leakage to be located at the inlet valve due to split film. No pt injury was reported. No further info is available.